Manufacturer narrative:
The affected blood pump pu valves; 10 ml in/out; ø 6 mm, sn (B)(6), was not used on a patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification. A detailed investigation report on the blood pump will be provided as soon as it is available.

Event description:
On (B)(6) 2026 the site contacted berlin heart (bh) clinical affairs (ca) via the korean distributor to report an issue with an excor blood pump pu valves; 10 ml in/out; ø 6 mm. The site performed a pump replacement due to thrombosis. After initial pump priming, air was found in the blood-side of the pump. During priming, it was found that the needle had protruded the membrane. As this could not be observed or inspected with the naked eye, a manual pump was connected to check. Upon connecting, air bubbles leaked from membrane whenever pressure was applied. The site decided to use a new pump instead of the affected pump.